Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the ¿the nozzle unit is clogged with a foreign object.¿ was confirmed. The foreign object could not be removed. The customer returned the device to olympus without reprocessing. It could not be specified what the foreign material was and the root cause of the remaining foreign material. However, it was confirmed that there was no deformation on the nozzle with the foreign material. Additionally, the event ¿there is a gap between the acoustic lens and the ultrasound probe¿ was confirmed, and a root cause could not be identified. There was no report that the device was used for procedure while the events occurred. Performance of reprocessing on the device was secured in the reports by reprocessing appropriately in accordance with instructions for use (IFU/cleaning/disinfection/sterilization). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the device was manufactured. The suggested events can be detected and prevented by handling the device in accordance with the following instructions for use (IFU) chapters regarding shipping products and reprocessing: ¿ chapter 7 cleaning, disinfection, and sterilization procedures ¿ chapter 8 reprocessing workflow for endoscopes and accessories ¿ chapter 9 reprocessing the endoscope(and related reprocessing accessories) olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that during reprocessing, the evis exera ii ultrasound gastrovideoscope had obstruction in the water line channel 3 and 4. During the evaluation, the following reportable issues were found as follows: there was a gap between acoustic lens and ultrasound probe (gap of adhesive on the distal end) and nozzle unit was clogged with a foreign material. There were no reports of patient or user harm. This MDR is being submitted to capture reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned to olympus and evaluated and the customer's allegation was confirmed. During inspection and testing, the foreign material could not be removed from the nozzle; therefore, the material could not be identified. In addition to the reportable finding documented in b5, the non-reportable findings are as follows: the adhesive on the bending section cover had a discolored area, and the bending angle in the right direction does not meet standard value due to wear of the angle wire. Additional information obtained identifies the device was not reprocessed at the customer site before it was sent to the olympus repair center. The customer performed pre-cleaning and manual cleaning according to the instructions for use (IFU). However, automated cleaning and disinfection was not completed since automated endoscope reprocessor (aer) exhibited an error, indicating there was a blockage in the channel. The investigation is still ongoing, and a supplemental report will be submitted upon completion of the investigation.